Event description:
No report of patient harm or injury related to this event. Customer reported the study time at remote sites in time zones other that the archive are incorrect.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. This issue is currently being investigated.